Manufacturer narrative:
Follow up #1 04/21/2017 device evaluation: in q1 2017 there was 1 additional instance of short battery life with moisture ingress failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 16 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 12 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced shorter than expected battery life and moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 6-71 years of age and between 44 and 235 pounds. Of the reported patients, 7 were male and 9 were female.